Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise and the right ventricular lead exhibited noise oversensing. The patient was asymptomatic due to the noise. No intervention was performed. The patient would be continued to be monitored.